Event description:
During catheterization of collateral right arm veins for placement of a PICC using a cook 3 fr 100cm infusion catheter, tip of catheter 1mm x 1mm fractured into the vein. The case was completed successfully bypassing the tiny opaque speck, right upper humeral position.